Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 01/05/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested, but unavailable: did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? All answers above are unobtainable. Once there is any update, we will update the information. What medical/surgical intervention was performed for the patient symptoms? Was any surgical intervention performed specially re-suturing? Explain was the re-operation necessary to remove the suture? Was the re-suturing performed after suture removal? Was wound healed after suture removal? Was the needle piece removed from the patient during the same procedure? What is the condition of the patient? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure?

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What medical/surgical intervention was performed for the patient symptoms? Was any surgical intervention performed specially re-suturing? Explain was the re-operation necessary to remove the suture? Was the re-suturing performed after suture removal? Was wound healed after suture removal? Was the needle piece removed from the patient during the same procedure? What is the condition of the patient? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure?

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened during sewing uterus at the fourth stitch in caesarean section surgery, resulting in wound dehiscence of the patient. The time of sewing the wound was prolonged. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.